Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Implanted date: original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part mfg date: 25 october 2016, part exp. Date: n/a (for sterile part numbers only), manufacturing location: (B)(6). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm va-lcp anterolateral distal tibia pl/6 holes/ left was processed through the normal manufacturing and inspection operations with no nonconformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a revision surgery on (B)(6) 2017 for a non-union and a broken 2.7mm / 3.5mm variable angle 6 hole left plate of a distal tibia. Surgeon removed the plate and associated screws. Patient was implanted with a new 3.5mm cannulated angled blade plate. There was no delay in surgery, patient's outcome was as planned. Surgery was successfully completed. This complaint involves one device. Concomitant devices reported: screws (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).